Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no conditions indicating a pump malfunction observed in the pump's histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that the patient experienced a low blood glucose of 36 mg/dl; the patient reportedly treated with oral carbohydrate. The reporter stated that the patient had a blood glucose of 87 mg/dl, ate 50 grams of carbohydrates and bolused but did not add in the current blood glucose. The reporter stated that the patient felt he may have bolused too much for carbohydrates. The reporter also mentioned that the patient was involved in physical activity at the time of the low blood glucose. The pump was unavailable for troubleshooting. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.